Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported via medwatch: event description: arterial line was placed, the t-piece was connected and a dressing was placed. Small drop of blood was noted at the connection site. T-piece replaced. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used unidentified t-port extension set without packaging was returned for evaluation. The sample was visually examined and no manufacturing defects were observed. The set was tested for leakage per specification with passing results. In addition the iso luer taper test was performed on all applicable components, and met specification. The returned product was functionally tested and the reported defect of leakage was not able to be replicated or confirmed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown.